Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00778.

Event description:
It was reported that the hex drive feature of two closure tops became deformed during final tightening within surgery. The closure tops were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is event two of two for this event.

Manufacturer narrative:
UDI: (B)(4). Additional information: (ethnicity), (methods, results, conclusions) - the closure top was returned for evaluation. The hex drive feature was deformed. Based on the visual evaluation of the hex deformation, it is likely the failure is due to the surgeon not fully seating the driver into the hex pocket before applying torque. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the hex drive feature of two closure tops became deformed during final tightening within surgery. The closure tops were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is event two of two for this event.